Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 12-sep-2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 60 mg/dl with confusion associated with an alleged casing issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter alleged that the battery compartment was cracked and there was moisture ingress. This complaint is being reported because the patient experienced hypoglycemia associated with an alleged casing issue.

Manufacturer narrative:
Follow-up #2: date of submission 18-oct-2019. Device evaluation: the device has been returned and evaluated by product analysis on 02-oct-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. A leak test was performed and found moisture inside the battery compartment and on the printed circuit board components due to the cracked case. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On 05-sep-2019, the reporter contacted animas alleging a casing issue with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
Follow-up #1 date of submission 18-sep-2019. There was no adverse event associated with this complaint. The adverse event was removed from this pi and was reported on pi # (B)(4).